Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device wire between the shaft and the jaws were obvious and sparking. On the other hand, the stapler was not able to fire. Both the cartridges and device were replaced to complete the surgery. Nothing disengaged or fell into patient's cavity. There was no patient injury.